Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers 7.1, 7.2, and 3.2 had failed. The customer confirmed the error message was "not detected on bus." The customer rebooted the device; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie pockets were failed and missed on medstation application configuration. A field service engineer (fse) replaced cubie drawer controller board, position sensor and also replaced missing drawer slide stop bumpers, reseated row board cable connection and all cubie trays and pockets, then tested and recovered all pockets and drawer, resolving the issue. The system functioned as intended after the field service engineer repaired the device.